Manufacturer narrative:
Preliminary investigation performed by r&d project manager: according to what reported into the complaint form, the impactor probably broke trying to remove the trial keel puncher; during this operation, the surgeon could have impacted / forced the handle laterally. The handle is intended to be impacted in its long axis. Improper impaction direction can overload the connection with a bending stress with the consequent risk of breakage of the handle-tip. The possibility to immediately use a new set in case of problem, is one of the key point of the efficiency instrumentation; the new device allowed to correctly remove the keel puncher and conclude the surgery with limited delay. In case of instrument breakage or even just in case of accidental fall of the instrument, the best solution is always to open a new set instead of trying to proceed with inappropriate tools as done during the surgery.

Event description:
During the primary knee surgery, and while the surgeon was using the impactor handle to extract the trial tibia and keel punch, the yellow piece on the handle broke. The surgeon used a new handle and there was a 5-minute delay in the case. The surgery was completed successfully.